Event description:
It was reported by a neurosurgeon on (B)(6) 2011 that a patient was recently seen with high lead impedance. In (B)(6), the patient was seen by a neurologist, and the high impedance was observed. The patient is non-verbal; however the patient's father does not believe he is in pain. The patient's generator was left programmed on despite the observed high impedance; however the patient's settings are unknown. At this point, no revision is planned as the patient's father does not believe that the patient experienced efficacy from vns therapy. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.